Event description:
During preparation for a medical procedure using a neuron 6f 053 delivery catheter, it was noted by the physician that the catheter had an imperfection on the distal part. The kinking on the metal part was made by the agent.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the neuron delivery catheter 053 was ovalized approximately 4.0 cm from the distal tip. The catheter was also kinked approximately 42.5 cm and 44.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron delivery catheter 053 was found damaged at the distal tip when the product was removed from the packaging. Evaluation of the returned device confirmed an ovalization at the distal tip. In addition, the catheter was kinked in the mid-shaft region however, the complaint noted that this damage was due to handling by the distributor/agent and was not related to the complaint. The neuron delivery catheter 053 is packaging in a shipping tube which runs the entire length of the catheter to protect it from damage. It is unlikely that this damage was present prior to removal from the packaging. This type of damage is usually related to user handling when removing the device from the packaging. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.